Event description:
It was reported that the pt experienced pain in the rib cage and into his heart. The physician was attempting an electrocardiogram (EKG), and the implantable neurostimulator (ins) was interfering with the EKG. The pt did not have his pt programmer with him. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.